Manufacturer narrative:
Device evaluation: the preloaded delivery system (model pcb00) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the pcb00 device were reviewed. During manufacturing the operators inspect 100% all cartridges using a microscope at 10x magnification with a reticle. Operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling but prior to insertion, the cartridge tip of a preloaded delivery system (model pcb00) was noticed damaged and it had a weird shape. Additional information was received and it was learnt that there was no patient contact with the intraocular lens (iol). No patient injury was reported. The procedure was completed successfully using a backup lens with the same model and diopter size. No further information was provided.